Manufacturer narrative:
W1dr01 ipg implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was also reported that mirror image oversensing was noted on the atrial and ventricular channels. The ra and rv leads were reprogrammed and the ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.